Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-07231. Reference MFR report: 1627487-2013-07232. Reference MFR report: 1627487-2013-07233. The patient received two anchors with the same lot number. It was reported the patient had an infection at the ipg and lead sites. It was reported the patient had a fever on (B)(6) 2013 and experienced confusion related to the fever. The patient was taken to the hospital, admitted, and cultures were taken. It was reported an infection was confirmed and the entire scs system was explanted.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.